Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined. Thrombosis/thrombus is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a thrombus during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter passed the septum. After the dilator was removed, a floating structure was visible at the tip of the guide. The guide was aspirated and flushed to remove the floating structure. It was unclear if it was a thrombus or tissue from the septum. The activated clotting time (act) was greater than 250s. All saline was heparinized. The procedure continued as usual and the mr was reduced with one implanted clip from 4+ to 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.